Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had button harder to pressed and more than once. No harm requiring medical intervention was reported. The customer stated that battery life was less than 6 day and rejected new battery. The insulin pump received unexplained no delivery alarm and freeze. The device will be returned for analysis.